Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that the evening post an uneventful left internal carotid artery stenting procedure, the pt complained of right upper arm weakness. She was evaluated by neurology at that time and no neurological deficits were found upon nihss assessment. The pt has a history of right rotator cuff repair for which she takes oxycodone as needed for pain. The pt was discharged to home one day post procedure. One week later, the pt continued to experience right upper arm weakness that was intermittent. She was later seen by the neurologist and CT scan and ultrasound were performed, which were negative. There was no reported treatment and the neurologist's impression was that the pt experienced a small stroke. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.